Manufacturer narrative:
B5 mso statement was inadvertently omitted on manufacturer device report 1220648-2025-27941. It was reported that the patient expired while on support. The medical safety officer reviewed and determined "product malfunction. The event occurring during preparation with a brief delay in start of the support. Another automated impella controller (aic) was available and used. There was no interruption in support and no change, compromise in therapy once started." The patient outcome of death in captured in manufacturer device report 1220648-2025-27940.

Event description:
It was reported that the patient expired while on support. The medical safety officer reviewed and determined "product malfunction. The event occurring during preparation with a brief delay in start of the support. Another automated impella controller (aic) was available and used. There was no interruption in support and no change, compromise in therapy once started." The patient outcome of death in captured in manufacturer device report 1220648-2025-27940.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
During preparation, the automated impella controller (aic) alarmed that the purge system was open when it was not, after white power cord was plugged in. The aic kept showing directions to connect the grey cable arrow to arrow. A controller failure alarm appeared. The aic was replaced and the same issue occurred. The purge was de-aired and the aic and pump were operational. The clinical representative did not know if this was an aic issue or a pump issue.

Manufacturer narrative:
The investigation was completed: data analysis: review of the data logs did confirm skipped steps on boot (steps.png) and the presence of red "purge system open" alarms (purge.png) on the complaint date. No "controller failure" alarms were found when reviewing the data logs. Aic - purge issue - other. The cause of the issue was use related. Aic - controller failure (red alarm). No problem found. The cause of the issue was use related. D4: corrected the catalog number. H3: added information regarding the investigation status. H6: added codes per the results of the investigation. H10: added the results of the investigation.